Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had delivery stopped pump error alarm. The customer¿s blood glucose level was 139 mg/dl at the time of the incident. Insulin pump was performed internal communication tests. An error was found. The insulin pump will not be returned for analysis.